Event description:
Procedure performed: cholecystectomy. Event description: surgeon is not sure when the event had been done but he saw a particle of cannula in the patient stomach then check the edge of trocars by camera and found the broken trocar. Type of intervention: changing the trocar. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided, confirming the complainant¿s experience of a fractured cannula tip. Based on the event description and similar events, it is likely that the cannula tip fracture was due to instrumentation coming into contact with the tip and/or excess force was exerted on the tip during the procedure. It is also possible that the cannula tip material was more susceptible to fracture. A historical trend analysis and review of production records were performed and no relevant documentation was identified.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: surgeon is not sure when the event had been done but he saw a particle of cannula in the patient stomach then check the edge of trocars by camera and found the broken trocar. Type of intervention: changing the trocar. Patient status: no patient injury or illness was reported.